Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the clip fell out of the instrument. No further information is available. There was no pt consequence.